Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The cause of the valve calcification cannot be determined based on the information available. However, it is possible that progression of the patient's disease process and comorbidities (hypertension, acute kidney injury/chronic kidney disease) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, the patient underwent valve in valve procedure approximately 8 years and 4 months post implant of a 29mm sapien 3 valve in the aortic position. Failure mode was stated as stenosis and paravalvular leak (pvl). Visit to the emergency room one month prior revealed elevated probnp of 10,000. The patient presented with shortness of breath and fatigue. Tee revealed mixed intravalvular and perivalvular severe aortic regurgitation. CT showed halt. Tte and tee were reviewed by an edwards lifesciences clinical imaging specialist and the following was observed: tee shows eccentric central ai. The central ai is posterior and medially directed. Severity graded at moderate to severe. There is also trace pvl posteriorly (tiny jet). The sapien 3 valve leaflets appear to be fibrotic/calcific and stenotic. Lv function appears to be preserved. A new 29mm sapien 3 valve was placed within the preexisting sapien 3 valve. Mean valve gradient reduced to 3mmhg. The patient was discharged.